Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected), issues with keypad. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported receiving a pump error. Customer was not able to clear the error. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 39 alarm. Pump error 39 alarm confirmed on long history file on (B)(6) 2025 12:04:51:000 pm due to moisture damage. (Motor current error). No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected unresponsive keypad anomalies. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, cracked battery tube threads, and cracked case at battery tube side. Unit was confirmed for pump error 39 alarm due to moisture damage. No unexpected unresponsive keypad anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.